Event description:
Vf detection was reported, but it looked like noise contamination. In office follow-up was organized and the ICD was checked, but no noise was observed. However later on this date, vf detection occurred again. The lead was explanted and s-ICD was implanted instead.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.